Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing of noise on the rate/sense channel. Review of the electrogram revealed the noise inhibited pacing. Attempts to reproduce the noise were unsuccessful. Impedance values are normal. The patient believes he was working on a car alternator at the time.